Event description:
It was further reported that in (B)(6) 2011, the patient presented with nausea, vomiting and abdominal pain. The patient was hospitalized on the same day. Subsequently, the patient was diagnosed with intractable nausea and vomiting with "questionable gall bladder disease". In addition the patient was also diagnosed with deep vein thrombosis, hypothyroidism, biochemical hepatitis, leukocytosis, hypoalbuminemia, septic shock and ascites. In (B)(6) 2011, the patient was referred for right internal jugular vein central venous catheter placement for septic shock. The next day she was endotracheally intubated for the worsening respiratory status. Hemodialysis was performed for renal failure. The patient developed ventricular fibrillation with ventricular tachycardia. On the same day, the patient expired due to cardiopulmonary failure. Secondary causes of death were noted as hypotensive shock, septic shock and multi-organ failure.

Manufacturer narrative:
Describe event and other relevant history updated. (B)(4).

Manufacturer narrative:
Patient identifier:(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was a bifurcated lesion located in the 2nd diagonal branch with 100% occlusion and was 14 mm long with a reference vessel diameter of 2.3 mm. The physician treated the target lesion with thrombectomy which retrieved a large amount of "whitish yellow plaque mixed with thrombus." The lesion was then pre-dilated and treated with implanting a 2.25 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. The patient expired 311 days after the index procedure. No additional information is available at this time and has been requested.

Event description:
It was further reported that 295 days post index procedure, the patient experienced cardiopulmonary failure and was admitted on the same day. The patient was treated with medication.

Manufacturer narrative:
(B)(4).